Event description:
It was reported that during an unknown procedure, air leaked a lot with a "boo" sound during use. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.